Event description:
It was reported that a patient has had a pico dressing on now for nearly 3 months and many times the hoses have gotten pulled off in night accidentally thus causing pump to fail.

Manufacturer narrative:
Additional narrative : we have now completed our investigation into the reported complaint. The marketing team responsible for product training in new zealand have been made aware of this complaint. However without details on the region and facilities concerned, the team were unable to give appropriate information. The team have been advised to consider further training for district nurse groups. The IFU for this product outlines a step-by-step procedure to ensure safe and proper application of each component of the device. Extra care should be taken when carrying actions that could damage the integrity of the tubing and become it unplugged, such as when laid down. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Unfortunately, without specific details on the location concerned we have been unable to make assessment on the adequacy of the training provided for facilities and health care professionals involved. We have therefore being unable to determine a root cause for each complaint (B)(4). Should further supporting information become available this investigation may be reopened. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.